Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 after approximately 85 days on support, position alarm and frequent suction alarmed occurred. There was a concern for a sensor failure or pump ingestion. The impella 5.5 was exchanged.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Data review: data logs showed no motor current spikes or low pump flow for the respective p-level observed in the logs. Logs also showed ps that matches the sensor wear data log pattern. The placement signal shifts down and is lower with mc variability and there is gradual decrease in signal not reliable (snr) suspecting sensor wear. Psnr alarm did not trigger but the pump was likely removed prior to the sensor wear reaching the level of triggering that alarm. Product analysis: visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. Optical bench 5s was tested for complaint pump and was found to be in normal range. Flow loop tested 5.5 pump for 16 hours and the placement signal(ps) was declining since the start of pump run. Even though snr being within normal range, gradual decrease in snr was observed along with steady decline of ps. Other 5s parameters (contrast, gain, lamp & light) had no major variations. Sensor wear was likely confirmed with the reproduction testing. This pump was used for more than 83 days in support which is well beyond the design life per design traceability matrix 0550-9900. Conclusion: the root cause of optical signal issue was likely sensor wear due to using impella beyond the design life per design traceability matrix 0550-9900. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations : laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined d9 date device returned was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12646-1.

Manufacturer narrative:
B1 revised to both adverse event and product problem to reflect additional information received. B5 updated with additional information. H1 revised to serious injury to reflect additional information received. H6 health effect - clinical code and health effect - impact code revised to reflect additional information received. B7 revised to reflect medical history not included on initial manufacturer device report. D4 model number revised on initial manufacturer device report. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact facility name was revised as it was not included on initial manufacturer device report. G1 reporting contact fax number was revised as it was not included on initial manufacturer device report. G2 report source revised to reflect study which was not included on initial manufacturer device report. H6 health effect - clinical code 4440 was inadvertently selected on manufacturer device report. H6 code 2616 was reported incorrectly on manufacturer device report. New code was added to medical device problem code.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure on (B)(6) 2024 with "unknown/undetermined" relationship to the impella use.